Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the unit was confirmed to not power on. The power cord was burnt. The power inlet and power cord were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery this cart was not turning on. At product evaluation investigation the device power cord was burnt. No adverse events were reported as a result of this malfunction.